Event description:
It was reported that the stent moved on the balloon. The patient was admitted to the hospital with chest tightness and angina pectoris. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, resistance was felt and when crossing the lesion, the stent moved from the balloon. The device was simply pulled out, and it was noted that the stent strut was damaged. A new 12 x 2.50 promus premier drug-eluting stent was then advanced; however, when crossing the lesion, the stent also moved from the balloon. The device was removed and noticed that the stent strut got damaged. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier 12 x 2.50mm stent delivery system was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Visual examination of the stent identified no issues. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were identified with the hypotube shaft; and the outer and inner lumen and mid-shaft section found no issues. The bumper tip showed no signs of distal tip damage. Microscopic examination of the crimped stent found no issues. There were no signs of stent movement, it was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage. Dimensional testing was performed measuring the undamaged crimped stent outer diameter and the result was within max crimped stent profile measurement.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the stent moved on the balloon. The patient was admitted to the hospital with chest tightness and angina pectoris. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, resistance was felt and when crossing the lesion, the stent moved from the balloon. The device was simply pulled out, and it was noted that the stent strut was damaged. A new 12 x 2.50 promus premier drug-eluting stent was then advanced; however, when crossing the lesion, the stent also moved from the balloon. The device was removed and noticed that the stent strut got damaged. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.